Event description:
It was reported that this pacemaker was part of a system revision due to a pocket infection. There was no additional adverse patient effects were reported. There was no indication that this pacemaker was returned. Due to the limited information received, further follow-up to obtain related details was not possible.